Event description:
It was reported the customer was electrically shocked while vacuuming. Subsequently, the pump touchscreen became unresponsive. Customer's blood glucose was 207 mg/dl. Customer reverted to manual injections for alternate insulin therapy.